Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Lot number and unique identifier (UDI) number unknown / not provided. Implanted date not provided. Last name unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Device manufacture date unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, what appeared to be bone and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #19 and was used for approximately 2 years. Pictures or x-ray images were not provided. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the implant was removed due to fracture. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.